Event description:
Account stated that the head was not articulating.

Manufacturer narrative:
Technician found that the head was not articulating due to hydraulic manifold head up valve was sticking, causing no head up function. Removed valve guide stem, cleaned and reinstalled to resolve this issue. Bed located in first floor storage area.